Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via e-mail that customer was getting insulin pump replaced. It was reported that the ambulance was called due to customer having low blood glucose and was throwing up. It was also reported that insulin pump had scratches on display screen and also customer got into water with insulin pump.